Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out pump supplies to address the alarm, but occlusion alarm recurred. Customer reverted to manual insulin therapy. Customer's blood glucose was 380 mg/dl.